Event description:
It was reported that the patient with this inflatable penile prosthesis presented with a hematoma and hydrocele surrounding the pump. The penis had curvature when inflated. The hematoma and hydrocele were evacuated. It was suspected that the previously implanted cylinders were the wrong size. The cylinders, pump and connector were removed. The reservoir was refilled with fluid, but not explanted. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced hematoma, hydrocelle surrounding the pump. The penis had curvature when inflated. Hematoma and hydrocelle were evacuated. It was identified that the previously implanted cylinders were the wrong size potentially. The cylinders, pump and connector were removed. The reservoir was checked and refilled with fluid. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the device could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as incorrect size of the device during original implantation may have caused the reported event.